Event description:
Entire room of dash 4000 monitors simultaneously alarmed nibp failure. All patients checked and were fine. Monitors were all reset and problem did not recur. I was told that the monitors in our newly opened cardiovascular center alarmed the same failure at the same time.